Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01532 / 03221). Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a hip revision procedure approximately five years post-implantation due to alleged pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a hip revision procedure approximately 5 years post-implantation due to leg length discrepancy, metallosis and elevated metal ion levels. During the procedure, corrosion of the trunnion, fibrosis, straw-colored synovial fluid, a cloudy gray substance, a cyst and retroversion of the acetabular cup were noted. The femoral head and acetabular cup were removed and replaced. An acetabular liner was also implanted.